Manufacturer narrative:
Correction: report source is foreign and user facility

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device "alarmed". There was no patient involvement.